Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information available for investigation, calibration and quality controls were within specification. No reagent issues were identified. The initial analyzer performance check (apc) from (B)(6) 2016 was out of specification due to blank cell calibration failure. The repeat apc was acceptable. Possible root causes for the low results may be related to sample aspiration errors caused by using an improper secondary tube or low sample volume. Additional possible root causes for this event may be related to sample quality and insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for elecsys hcg + beta test system (hcg + b). The erroneous results were obtained with 2 different reagent lot numbers. The erroneous results were reported outside of the laboratory. On (B)(6) 2016 or (B)(6) 2016 patient 1 initial hcg + b result from reagent lot 19028000 (expiration date not provided) was 116 miu/ml from an aliquot. This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated with the same reagent lot number and the result was 14990 miu/ml from the same aliquot. The sample was repeated again on (B)(6) 2016 with new reagent lot number 13196000 (expiration date not provided) and the result was 16780 miu/ml from a new aliquot from the primary tube. This result was reported outside of the laboratory. On (B)(6) 2016 patient 2 initial hcg + b result with the new reagent lot number 13196000 was 155 miu/ml from an aliquot. The result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated with the same reagent lot number and the result was 20088 miu/ml from the same aliquot. This result was reported outside of the laboratory. No adverse event occurred. Liquid flow cleaning was performed on (B)(6) 2016 and (B)(6) 2016.